Event description:
The customer also stated that she experienced low blood glucose levels between 30 and 50 mg/dl. The customer's blood glucose reading during the call was 120 mg/dl.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with IV fluids by paramedics who arrived at the scene on (B)(6) 2015. The customer was not hospitalized. The customer was assisted with troubleshooting, but there was no indication of a malfunction from the insulin pump used by the customer. The customer was advised to monitor the issue and to call back if they experienced an issue. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.